Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a weak circulation pump. The pads are emptied very weakly. Circulation pump too weak. Replaced circulation pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device did not cool. It also fills and empty the gel pads not correctly. Per follow up information received via mail on 11apr2024, it was reported that device would be repaired at crs depot. There was no patient involvement.

Event description:
It was reported that the arctic sun device did not cool. It also fills and empty the geld pads not correctly. Per follow up information received via mail on 11apr2024, it was reported that device would be repaired at crs depot. There was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.